Event description:
It was later reported there were no symptoms that occurred at the time of the refill on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported the patient decided to have the pump replaced. The surgery was scheduled for (B)(6).

Manufacturer narrative:
Analysis of the pump found pump update issue with undetermined cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alarm occurred. The pump had gone empty because the patient read (B)(6) on the personal therapy manager (ptm) and argued with the staff about needing a refill the prior week. They told the patient she was due and needed the refill. There were only a few drops of medication withdrawn from the pump reservoir which was the correct volume since the pump ran dry. It was noted that everything was fine, and then the pump went into stop mode due to the invalid telemetry. They were not able to update the pump. The infusion mode was changed from stopped pump mode to simple continuous and reservoir volume was changed from 20 ml to 19ml. Two different programmers were used and they were in the room that is normally used for pump refills. The pump was not able to be updated even after trying to change different values on the programmer. The patient would not likely have the pump re-implanted if they are not able to resolve the issue. It was later recommended that the pump be replaced if therapy was to be continued. No scheduled date to replace the pump was provided. The pump was used to infuse bupivacaine and morphine. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional analysis identified a bit flip in the telemetry handler memory in regards to the hybrid. Further investigation found that the root cause for the 8840 and pump programmer failing on the ¿start physician bolus¿ command a flipped bit in the start physician bolus telemetry handler.